Manufacturer narrative:
The patient is in her (B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.8 inr and 6.9 inr on the coaguchek xs system while comparison labs returned as 2.8 inr and 3.0 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.